Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that multiple cartridge detection notifications occurred. In addition, the pump unexpectedly reset multiple times. The customer stated the pump was off at the time of the report and unable to be turned back on despite being connected to a power source. Customer reported blood glucose (bg) level was over 600 (mg/dl) with trace ketones. An insulin pen was used to address bg level. Reportedly the customer has manual injections as alternate insulin therapy.

Manufacturer narrative:
Cartridge detection notifications: (B)(4).